Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked belt clip slot and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional testing, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Event description:
It was reported that customer was hospitalized on (B)(6) 2014 with blood glucose of 590 mg/dl. Customer was hospitalized due to chest pains and diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that drive support cap appeared normal, customer was disconnected during rewind / prime sequence. Air bubbles was found in tubing and cannula was bent and occluded. Customer also reports of that insulin pump fell and insulin pump casing broke off. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.